Event description:
Customer reported a crack along the pump's battery cap, potentially jeopardizing its power source by exposing internal mechanisms to dust and moisture. There was no adverse impact to the customer's blood glucose level. Warranty had expired, hence the pump could not be repaired or replaced, and no further corrective actions were taken or required.